Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 phantom small bone intramedullary nail system. The torque driver did not fit well with the compression screw and an over compression was reported. This incident occurred during surgery and the patient was not affected by the issue.